Event description:
It was additionally reported that the patient experienced syncope.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that the right atrial (ra) lead exhibited a small p wave measurement and there was far field r-wave (ffrw) oversensing noted on the atrial electrogram. The lead remains in use. No patient complications have been reported as a result of this event.